Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. The technical service representative evaluated the returned baton and confirmed the reported horizontal lines and nonvisible image. During the evaluation, it was found that there was a crack on the baton lens and that the camera housing was chipped. This resulted in the reported image issues. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged". The customer elected to replace the damaged video baton. Since the customer received a replacement video baton and there are no repairs available, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was not visible and had horizontal lines on the screen. There was a backup device available, but the procedure was completed with the video baton. No harm to patient or user was reported.